Manufacturer narrative:
A manufacturing evaluation was completed: the device shows abraded color and marks on both flanks of the body sleeve itself, nevertheless the event description describes that the event happened before use on patient. The device was in unlocked position when received; the locking screw was screwed into the sleeve body too far making the use of the inserting instrument impossible. Once removed the locking screw in correct position the device passed successfully the performed functional test. The blade passed the blade bore of a test pfna-ii nail and could be locked and unlocked as foreseen. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9180321 was manufactured in october 2014. We are not able to determine the root cause for this complaint but we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. (B)(4). Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 06october2014. Expiry date: 01october2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an unknown procedure it was noted that the proximal femoral nail anti-rotation (pfna) blade could not be locked completely after the surgeon opened the package. He changed the blade and took a new one to complete the surgery. The blade was not used on the patient; there was no patient harm and no delay in surgery. This is report 1 of 1 for (B)(4).